Manufacturer narrative:
Device evaluation: the dt device of unknown lot number involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. Document review: as the rpn and lot number of the complaint devices are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution all dt devices are subject to visual a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that the instructions for use (ifu0026-10) states the following: ¿potential complications associated with emr include, but are not limited to: retrosternal pain, nausea, laryngeal laceration, esophageal perforation, stricture formation, obstruction, haemorrhage.¿ there is no evidence to suggest the user did not follow the IFU. This is a known complication associated with the emr procedure. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the use of the device; bleeding is a known risk associated with the emr procedure. Summary: the complaint is confirmed based on customer testimony. According to the initial reporter, the patient did experience an adverse effect due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Final supplemental report being submitted due to completion of the investigation on 09-june-2021

Manufacturer narrative:
(B)(4). Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions.

Event description:
Alzoubaidi et al 2019 ¿comparison of two multiband mucosectomy devices for endoscopic resection of barrett¿s esophagus-related neoplasia¿. The primary objectives of this study were to assess the efficacy (defined by successful resection of all the delineated areas in one single session) and safety of the two mbm devices (cook duette and boston captivator) in treatment of naïve patients with be neoplasia undergoing emr. After delineation,lesions were resected using one of the two mbm devices: duette or boston captivator. The study included 20 patients in each group (duette: 18m + 2f; mean age 74 years. There was 1 (5%) delayed bleed at 9 days post duette emr (p = ns). Both cases required conventional endoscopic therapy that was successful on first attempt. Patient had an in-patient stay of 48 h post endotherapy for routine observation only.